Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# unknown serial: (B)(6)2024 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for fecal incontinence. Their trial started on (B)(6)2024. It was reported that the patient was experiencing discomfort/soreness/pinching and new non-baseline urinary/bowel symptom of diarrhea. It was unknown whether the issue was resolved. Additional information was received from the patient on 2024-sep-08 stating that they were experiencing pain and believed they had an infection. They also mentioned that they had a fall and believed that their leads have moved. They mentioned bleeding on their back. Additional information was received from the patient on 2024-sep-10 stating that they reached max settings on program 1 at 8.2 and program 2 at 8.4. Patient also reported bleeding near their incision site. Additional information was received from the patient on 2024-sep-12 stating that patient called their doctor as they felt they might have an obstruction. They said that their doctor thinks they have scar tissue clogging up their colon. They took milk of magnesia and had diarrhea all night. Additional information was received from the patient on 2024-sep-14 stating that they had diarrhea two days ago. Patient stated that they were constipated again.